Event description:
It was reported the patient complained of a lot of leakage. The catheter had disconnected from the pump. The patient underwent surgical intervention. The drug used in the pump was morphine sulfate 1.0 mg/ml at a dose of 0.48 mg/day. The patient recovered without sequela.